Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the trachea during a bronchoscopy with tracheal dilation procedure to treat stenosis performed on (B)(6) 2025. During the procedure, when using the dilation balloon, there is a micro-leak at the tip, causing it to deflate. The hole is not visible but becomes evident when inflated because the tip leaks. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo was provided by the customer and showed the tip was leaking.

Manufacturer narrative:
Block g4: the remaining premarket/510(k) number is k170759; reported here as premarket/510(k) number exceeded the character limit for the designated field. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole.